Manufacturer narrative:
UDI # (B)(4). Product evaluation: failure analysis for fiber 0010-2400-643a-2297: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe moderate adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure the first side-firing fiber was noted to have a ¿burnt tip¿ @ 146,991 joules and 18 minutes of use. The fiber was cleaned during the procedure. The second side-firing fiber was also noted to have a ¿burnt tip¿ @ 1:08 minutes of use. The procedure was completed with a third fiber. Patient outcome: no report of injury to the patient. This report is for second fiber used.